Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Smoke came out from [oral-b irrigator] [device catching fire] . Case narrative: consumer called and stated that smoke came out from oral-b irrigator. No injury was reported.